Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the representative (rep) called with patient who was in the recovery mode charge screen for the last 10 minutes. Rep said patient had an MRI a couple of months ago and believes the device was never taken out of MRI mode so they want to charge it to turn therapy back on. Rep mentioned patient doesn't use handset when recharging so they wondered whether the patient was charging successfully or not in the past and that it may have just been depleted for a while. Tss reviewed the ins is charging but slowly in recovery mode and recommended charging for another 20 mins to see if it advances to the normal charging screen. Rep said the patient's ins is 5-6 inches below their incision line and patient mentioned they used to be able to feel the ins after implant and it was sore but now only feels the incision line. Tss recommended having managing hcp inspect pocket site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.